Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device gave an inaccurate estimation of logevity during follow-up. Abbott technical support was contacted and advised that overestimation had occurred. No intervention was performed; the patient was stable and will continue to be monitored.